Event description:
Affiliate reported that since the patient#146's condition did not improve the device was revised. During the revision it was noted that the silicone housing was damaged.

Manufacturer narrative:
Upon completion of the investigation it was noted that a small nick was noted at on the base of the silicone near the cut. This could have happened during implantation/ex-plantation of the valve. Prior to distribution the device was tested for leaks and passed the test. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. The root cause of the problem could have been due to a sharp object coming into contact with the silicone housing during implantation or ex-plantation, but this could not be determined. It is also noted in the instructions for use that silicone has a low tear resistance and health care users should use extreme care. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.